Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. A piece of trailing haptic was available for investigation. The haptic was separated at the tip. Appearance check result of the returned product was consistent with the reported information. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4); model: 255). Based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-(B)(4) has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation. It was noted that bss was used. The doctor noticed the tip of trailing haptic was separated and remained around the incision. He removed the haptic piece by forceps. The iol was not explanted since it was stable in the eye. There were not any patient impacts on (B)(6) 2022.